Event description:
During a ptca treatment procedure involving a 90% stenotic lesion in a tortuous segment of the proximal rca, the maverick balloon ruptured at 8 atm's on the second inflation. It is noted that the maverick balloon was placed through the cell of a previously placed stent (details unk) in order to reach the lesion requiring treatment. The pt was asymptomatic with this event. The introducer sheath size, the type of guide catheter and inflation device used are unk. A goodman balance guidewire was used. The maverick balloon was removed and discarded by the facility. No pt injuries or procedural complications were reported. Pt status is reported as 'good'.